Event description:
The surgeon implanted a plate silicone lens model aa4204vl and was torn during insertion insertion. The lens was implanted and removed without patient injury. It was stated the msi-pr injector and mtc-60c cartridge were used, but the lot numbers were unknown.